Manufacturer narrative:
(B)(4).

Event description:
A customer reported following a glaucoma filtering device implant and cataract extraction with intraocular lens(iol) implant surgery, the device became clogged and the intraocular pressure rose. The surgeon performed a needling, device removal and trabeculectomy approximately one month following the initial procedure.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email. A completed questionnaire was received on 05/07/2015. (B)(4).